Event description:
A customer reported receiving an e-6 message (service code 658) on his adc glucose meter. As a result of this issue, the customer reported he was unable to test and on an unspecified date in (B)(6) 2009, he "tried to get up from the chair, felt dizziness and fell forward hitting his head on the edge of the table". The customer self-presented to his healthcare provider and was diagnosed with hyperglycemia. The hcp prescribed two new medications, "one to lower blood sugar" (customer could not provide the name), and an over-the-counter "pain reliever, paracetamol (acetaminophen)". The customer self-treated with "limecol (a liquid used to rub on skin)". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The test strips the customer was using expired in october, 2008, hence no investigation will be undertaken. The device was performing as manufactured. An e-6 message is displayed in the presence of expired test strips. Per label copy, customers are advised not to use test strips beyond the expiration date printed on the package as this may cause inaccurate results. Please note that the customer reported experiencing the medical event in (B)(6) 2009, but could not remember the exact date. The date of the month is entered as (B)(6). (B)(4).